Event description:
The report stated that the ligasure v handpiece was used during a laparoscopic gastrectomy and a roux-en-y. The customer reported that there were flames at the tip of the device during usage.

Manufacturer narrative:
To date, the incident sample has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.